Manufacturer narrative:
Date sent: 01/04/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that, during a lobectomy, the device did not staple. Additional suturing was performed to complete the case. No pt consequence.